Event description:
It was reported that the lead was erupting through patients skin. Symptoms of a purulent discharge was noted. It was also reported that lead was not infected and the lead appeared to be coiled in the lope at this site that was pushing toward the skin. The physician sutured the superficial section of the coil deeper into the pocket and added vancomycin and closed patient up.

Manufacturer narrative:
Event date: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn : m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21140808.

Event description:
It was reported that the lead was erupting through patients skin. Symptoms of a purulent discharge was noted. It was also reported that lead was not infected and the lead appeared to be coiled in the lope at this site that was pushing toward the skin. The physician sutured the superficial section of the coil deeper into the pocket and added vancomycin and closed patient up. Additional information was received that the lead had erupted again. The patient underwent a lead revision procedure and was doing well postoperatively.